Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hypoglycemia. The customer¿s blood glucose level was 80 mg/dl to 70 mg/dl and 83 mg/dl at the time of incident and the current blood glucose level was 188 mg/dl. Customer did not experience any symptoms for low blood glucose event. Customer was treated with glucose and food for low blood glucose level. Customer was assisted with troubleshooting for low blood glucose level. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer reported that they have contacted their healthcare professional regarding the high blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose level. Customer also stated that the cannula was bent. Customer stated that the insulin pump was over delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08695 inches. The insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. The insulin pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The units left at the insulin pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing.